Event description:
The hosp reported that during the coronary artery bypass graft surgery, the seal did not deploy. The surgeon used second seal to complete the case. No other info was provided. No pt complications were reported.